Event description:
The customer reported that this right ventricular lead displayed noise on the electrogram, which resulted in stored ventricular tachycardia episodes and oversensing; a lead fracture is suspected. The pt was symptomatic. The device remains actively implanted for approx 14 years, 7 months.

Manufacturer narrative:
This lead remains actively implanted; a lead revision procedure was recommended. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.